Event description:
The insurance company sent a letter to stryker (B)(4) with the following information : the patient has been revised to change the trident insert and head implanted in 2003. The surgeon at the clinic reported the following: " this surgery is inherent to a mechanical problem. Preoperative symptoms have completely disappeared."

Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown trident insert. The other devices were reported as an unknown trident head and unknown trident cup. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the devices are not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report. Device not returned.

Manufacturer narrative:
An event regarding a mechanical problem involving an unknown trident liner was reported. The event was not confirmed. The investigation concluded that the exact cause of the event could not be determined because further information such pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes and the return of the devices are needed to complete the investigation. It also concluded that there is no indication the event is related to a manufacturing issue.

Event description:
The insurance company sent a letter to stryker (B)(4) with the following information : the patient has been revised to change the trident insert and head implanted in 2003. The surgeon at the clinic reported the following: " this surgery is inherent to a mechanical problem. Preoperative symptoms have completely disappeared."